Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 7807577. Device history review ==> a previous device history record (DHR) review (B)(4) did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, effusions, and pain. The surgeon reported the tibial appeared loose as there was fluid underneath it and was able to extract it with just finger pressure. He noted a well-fixed femoral component and did not revise. The patient was implanted with depuy knee components and unknown bone cement. Doi: (B)(6) 2015. Dor: (B)(6) 2019. (Lt knee).